Manufacturer narrative:
The customer provided pictures of the broken composite sling bar hook. The picture confirms a fracture in the composite hook. An hillrom technician inspected the lift and found no malfunction. The slingbar was replaced for the customer. The universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release hook. Hillrom investigation on previous similar cases concludes that the universal slingbar will not break if it is used as intended. The universal slingbar can hold the load it is designed for if the load is applied according to instruction for use. Tests demonstrate that the composite hooks on the universal slingbar can withstand more than 780 kg load until breakage. Our investigation further shows that the breakage of the composite hook can occur at lower weight if the load is not centered, the load is applied in only one hook or the load is not applied inside the hook as intended. In the instruction for use for universal sling bars (7en160185 rev 5), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift. It is also documented in the instruction for use, both in text and in pictorial illustrations, how the loops of the sling shall be applied to the slingbar and how the sling bar shall be leveled. Although there was no patient injury associated with the reported event, the report of the sling bar hook breaking during patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
It was reported that one of the slingbar's hooks broke during a patient transfer with a likorall 200 lift. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).